Manufacturer narrative:
Results: the swift-lock anchor was returned cut in half but functioned as designed.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15867.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15867.

Manufacturer narrative:
Performance testing was not performed results: the complaint for ¿damaged¿ was confirmed. As received, the swift lock anchor was cut in two segments, and there was also scuff marks that were observed on the threads; as a consequence of explant procedure. The anchor was easily unlocked without excessive force required. Microscopic inspection of the lead revealed a kink with all broken wires 25.5 cm from the tip of the paddle. A cam impression was also observed. The distance from the cam impression to the fracture (broken wires) was measured to be 10 mm proximal to the kink. When a swift-lock anchor was aligned to the cam impression, the fracture corresponded to the proximal end of the anchor. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2014-15867.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.